Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains ongoing on lvad support. No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient developed dark stools and was admitted due to gastrointestinal bleeding. At the time of the event, the patient was being medically managed with warfarin. Laboratory test results taken revealed hemoglobin and hematocrit (h&h) levels of 5.7 g/dl and 19.2 g/dl, respectively. During the admission, 2 units of packed red blood cells (prbs) were administered. Upon consulting with gastrointestinal (gi) service, conservative treatment was recommended. After the blood transfusion, the h&h levels remained stable. The patient was discharged home on (B)(6) 2018 with the h&h levels at 7.9 g/dl and 24.5 g/dl. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. No device-related issues were reported. Bleeding is listed in the instruction for use as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The instruction for use outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.